Manufacturer narrative:
Investigation revealed that there was no system malfunction. The investigation of the case revealed that at times the merge algorithm had vram usage that was high enough to push the gpu memory beyond its capacity. This resulted in the merge failing as seen by the user. The case was aborted; no implants were placed. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required.

Event description:
It was reported that while using the excelsiusgps system, the surgery was aborted due to a robotic error.